Event description:
Additional information received the patient has left the hospital and the pump remained implanted. The patient was doing well.

Event description:
It was reported that, following pump implantation on (B)(6) 2014, the patient got a 1.5 t MRI (magnetic resonance imaging) scan on (B)(6) 2014. It was noted that the patient was well, prior to the MRI scan. After the scan, the patient felt swelling and pain in the ¿abdomen of pump implant ,¿ also reported as ¿the implanted position of the abdomen.¿ the hcp (healthcare provider) cut and checked the pump pocked in the or (operating room) on (B)(6) 2014, and found ¿a lot¿ of blood in the pocket, also reported as ¿much hematocele¿; without specific cause. The hcp did not know why there was so much hematocele; the cause was not determined. The hcp ¿then has given blood drainage for the patient,¿ also reported as ¿the patient is having drainage in vitro.¿ total blood loss at that time was ¿about 800 cc,¿ but the drainage amount was decreasing. As of that time, the patient still had the hematocele in the implanted position, and there was consideration for pump removal (there was no report of pump explant, and no indication of a plan or planned date to do so). It was also noted that the patient was ¿ok¿ at the time, and did get enough pain relief from idds (intrathecal drug-delivery system). On (B)(6) 2014, it was further reported that the patient took cephalosporins at the time of the event, and was doing blood drainage. The company representative thought that the patient was getting better and was receiving effective therapy. The pump was being used to deliver morphine. On (B)(6) 2015, it was further reported that the patient did not feel any tugging or pulling sensation during the MRI scan, and was not taking any blood-thinning medications. It was noted that the patient ¿gets recovery and stable pain relief,¿ and that the physician and patient had no more complaints. The reason for the bleeding remained unclear, and may be a post-surgical hematoma. There was no allegation of a pump malfunction or problem noted.

Manufacturer narrative:
(B)(4).